Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010, inratio: 1.4, lab: 3.2. Ninety minutes between inratio test and lab draw. Pt's target therapeutic range is 2.0-3.0.